Event description:
It was reported there is a problem with the central monitor in the intensive care; the alarms are no longer coming in. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The issue was found to be related to bed to bed alarming. The customer confirmed the connection with the network and the database. The field service engineer went to the customer's site and advised to restart the central post and the continuous integration (ci) master central post. The investigation determined that the issue was likely due to a multi-cast issue triggered, at least in part, by a problem in the customer supplied clinical network. The network issue caused a loss of the continuous integration (ci) master assignment and consequently a loss of communication with the patient information center ix (pic ix) systems in the communication cluster. The ci master and pic ix communication were restored once the system was restarted. While this situation may be attributed to the customer network problem, there is insufficient information to rule out that the philips device contributed to this issue and this will be considered a malfunction.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported there is a problem with the central monitor in the intensive care; the alarms are no longer coming in. The customer confirmed the connection with the network and the database. The field service engineer went to the customer's site and advised to restart the central post and the continuous integration (ci) master central post. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.